Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video processor power cycles intermittently. There was no patient harm associated with the event.

Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: phenomenon (1): the event was not confirmed, and the cause of the failure was not identified. Phenomenon (2): the probable cause was that the event occurred because the connector cannot be held due to a worn latch on the video connector. The issue was resolved by swapping camera boxes. Olympus will continue to monitor field performance for this device.

Event description:
Additional information from the customer stated that the event was found during preparation for a surgery and the biomed engineer performed troubleshooting prior to the next case which resolved the issue.